Manufacturer narrative:
The lead remains implanted pending a lead revision. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received new information that the lead revision was performed. This fractured lead was explanted and replaced with a competitive model. During the procedure, the device was also replaced. The explanted lead will be returned for laboratory analysis. This report will be updated after analysis is complete.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out-of-range pacing impedance measurements of greater than 2,000 ohms. The impedance measurements were out-of-range in all four polarities. A lead fracture was suspected. It was reported that the patient had experienced phrenic nerve stimulation since the implant, and the daily measurements had been programmed off. It was noted that the lv pacing amplitude was displayed as n/r in late november. The patient had noticed increased shortness of breath and difficulty walking uphill. A lead revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 377 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
--